Event description:
Additional information was received that this lead had displayed out of range impedance measurements that were a result of a confirmed lead fracture. The lead was explanted and will be returned. There were no adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed increased pacing impedance measurements, with no capture. The patient with this lv lead was currently in a mode switch and was biventricular pacing. The lv lead output was reprogrammed to 0.1v@ 0.1ms to conserve battery life until a revision procedure was scheduled. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
This report will be updated if additional information is received or if the lead is returned and analysis has been completed.